Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that blood glucose meter was giving a blood glucose reading of 499 mg/dl and 469 mg/dl. Customer was not sure if meter readings were accurate due to working out for an hour. Customer was transferred to (B)(6) for troubleshooting meter. The device is not expected to be returned for analysis.